Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a clip deformation was experienced where the cystic duct was injured and bleeding occurred. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: an unknown ¿hemostatic product¿ was used to achieve hemostasis along with an applied clip applier. No blood transfusion was required and the procedure was completed laparoscopically. No additional patient consequence was reported. Based on the additional information, the file has been updated to a malfunction. The analysis results found that the el5ml device was returned partially cycled with a clip jammed between the jaws; the trigger was manually assisted in order to open the jaws and the clip could be released. The clip was inspected and it was confirmed to be a clip with gap. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it ejected one clip; in the next actuations, nine conforming clips were fed and formed. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components the instrument was disassembled. Upon disassembling, the ratchet pawl was found to be damaged, causing the failure of the lockout mechanism. In addition, the clip track was found to be damaged due to the jammed clip found. No conclusion could be reached as what may have caused the ratchet pawl damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Results: (B)(4). Additional information was requested and the following was obtained: based on the photographic evidence, the event description of clip deformation can be confirmed. However, based on the photographic evidence alone, the cause of the complication for clips 2 and 5 cannot be determined. The photographic evidence for clips 3 and 4 suggests that one side of the device¿s jaws was restricted during the firing/clip loading process. Did malformed clip cut cystic duct? Did not cut the cystic duct. How much bleeding occurred (please quantify amount in cc's)? No bleeding occurred. Were blood products given to customer? N/a. Was bleeding controlled during surgery? N/a. Was new device of same code used to control bleeding? No, applied medical clips was used. Was patient converted to open procedure to control bleeding? No. Was bleeding detected after procedure and patient brought back to surgery for reoperation to control bleeding? No. How was bleeding controlled? N/a. Was there any change to procedure or postop patient care? N/a. How was case completed? Used another device by applied medical. Was there any patient consequence? Yes. Additional information requested to determine type of patient consequence. Was there any change to procedure or post-op patient care? No.